Manufacturer narrative:
The customer reported that the ups failed and caused the central nurse's station (cns) to shut down. They were monitoring one patient on this cns. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: ups model: abce422-11med no serial number information provided. No information provided on the device that was being monitored on the cns.

Event description:
The customer reported that the ups failed and caused the central nurse's station (cns) to shut down. They were monitoring one patient on this cns. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the ups failed, causing the central nurse's station (cns) to shut down unexpectedly. They were monitoring one patient on this cns. No patient harm was reported. Service requested: troubleshooting: nihon kohden technical services (nk ts) provided the customer with an exchange ups on 09/24/2019. Investigation summary: the issue was found to have been caused due to a ups failure. Due to the unavailability of the cns device, a visual and functionality evaluation could not be performed. Per the manufacturer's manual, the ups is designed to last from 2-5 years, but the actual life span will depend on several factors including how often power outages occur, how long power outages last, and the temperature of the environment in which the ups operates. The ups is intended to be used as a back-up power source in the event ac power is lost and is not meant to be used as a stand-alone power supply. The reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a non-nk manufactured accessory device and not an nk device malfunction / deficiency. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the model #: abce422-11med, serial #: ni. No information was provided on the device that was being monitored at the cns.

Event description:
The customer reported that the ups failed, causing the central nurse's station (cns) to shut down unexpectedly. They were monitoring one patient on this cns. No patient harm was reported.